Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc). A lead revision procedure was performed, and the lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported.